Event description:
The complaint was reported as: the customer alleges that the circuit did not pass npb 840 leak test. No report of a pt injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The assembly process and mfg procedure of catalog number 1613 were reviewed and no findings related to the reported issue were found . The DHR (device history record) review of batch number 02e1103278 has been reviewed and no issues or discrepancies were found relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that product was assembled and inspected according to our specifications. No corrective action can be established since the sample was not available for investigation and determine the source of defect reported. This customer complaint can not be confirmed due to the lack of product sample to perform an investigation and determine the source of defect reported.